Event description:
The complainant alleged that during routine testing by a biomed the device displayed a flat line in all leads using a 3 lead cable. The complainant indicated there was no pt involvement with this reported malfunction.